Event description:
Procedure: lobectomy. According to the reporter: after the initial firing on the vessel was done with no problem, the device was removed through the port with jaws closed. For replacement of sulu a nurse pressed both of blue and silver buttons simultaneously, and then found it could not move at all. The jaws of cartridge remained to be closed and sulu could not be removed from the handle device. Using new one, no problem was confirmed to complete the case with no problem. No patient harm. The patient current status: good. Our sales representative visit the customer after the problem occurred and confirmed the following conditions.: the blue indicator lamp on the lateral side was lit up and the indicator lamp on the bottom part of the handle was blinking. No indicator lamp of adapter and cartridge was lit up. Upon disconnecting and connecting the battery for several times to try again with keeping the adapter and the concerning sulu set on the idrive handle, it started the calibration and then returned to the normal status again. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. The device could be removed properly from the tissue. No buttress material was used.